Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the circumflex iliac artery using a ruby coil lp, packing coil lp, and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil lp in the target location using the microcatheter. While advancing the next packing coil lp into the vessel, the physician experienced resistance and noticed the microcatheter kicked back after the coil had advanced halfway out from the distal end of the microcatheter. The physician attempted to retract the packing coil lp to advance the microcatheter; however, the coil could not be pulled back or be advanced forward. It was reported that the packing coil lp had unintentionally detached. Subsequently, the physician used a snare device to capture the detach packing coil lp; however, upon retracting the snare device, the packing coil lp had unraveled while being removed out from the patient. The physician then performed a computerized tomography (CT) scan that revealed thin fragments of the packing coil lp in the circumflex artery and in the liver. The physician decided to end the procedure at this point. Two days post procedure, the patient underwent an additional procedure to remove the pieces of the packing coil lp. The physician advanced a snare device through an indigo system aspiration catheter 6 (cat6) and attempted to remove the remaining pieces of the packing coil lp. It was reported that the pieces of the packing coil lp were only visible with ultrasound intra-cardiac echo (ice) imaging. The physician was able to remove the fragments of the coil from the liver and a few pieces from the circumflex artery. The physician ended the procedure at this point and planned to bring the patient back in on a later date to surgically remove the remaining pieces of the packing coil lp from the circumflex artery. There was no report of an adverse effect to the patient.